Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery. Blood glucose was 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.